Event description:
Surgeon stated that mayfield skull clamp slipped when they were performing a surgery using the prone position. Patient injury and delay in surgery were reported. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00091.

Manufacturer narrative:
Investigation completed 5/04/17. Method: -device history review -trend analysis -failure analysis. Device history record reviewed for lot/ 097 sn # (B)(4) was manufactured on 09/30/2009 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. The device had little to no movement when pressure was applied; could not duplicate slippage during test. Clamp passed all functional testing. Conclusion: the root cause could not be determined; the failure could not be duplicated during testing. When the unit setup with ample travel, torque was applied and maintained with no issues. Unit has never been sent in for pm maintenance and will require pm maintenance performed at this time .